Event description:
The patient was enrolled in the (B)(4) study with an 82%, moderately calcified lesion in the proximal right internal carotid artery. The vessel was mildly tortuous and 3.6mm in diameter and the lesion was 10mm in length. An angioguard was placed and the lesion was pre-dilated. A precise stent was successfully implanted. The day of the index procedure the patient had left hemiparesis and experienced and ischemic stroke. The patient's recovery was partial with minor residuals. The patient was treated with dopamine, aspirin, plavix and rehabilitation. It was noted that this event did not occur during the catheterization or during the index procedure.

Manufacturer narrative:
The patient was enrolled in the (B)(4) study with an 82% stenosed, moderately calcified, mildly tortuous lesion in the proximal right internal carotid artery. The vessel was and 3.6mm in diameter and the lesion was 10mm in length. An angioguard was placed, the lesion was pre-dilated and a precise stent was successfully implanted. The day of the index procedure the patient had left hemiparesis and was diagnosed with an ischemic stroke. The patient's recovery was partial with minor residuals. The patient was treated with dopamine, aspirin, plavix and rehabilitation. The patient's medical history includes hyperlipidemia, diabetes mellitus, myocardial infarction and hypertension with a high risk criteria of age > 75. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15128194 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.